Manufacturer narrative:
The returned valve was patent. It met the requirements for valve flux and siphon testing. The valve did not meet the requirements for leak testing due to a tear on the reservoir surface. The valve did not meet the requirements for reflux, pressure flow and preimplantation testing due to tear on the surface of the valve reservoir. The instructions for use cautions, ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system.¿ DHR review of lot # 48987 did not indicate any anomalies in correlation to the complaint. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that valve was leaking. It was reported that device removed from a patient after specialists reviewed patient well being and determined the valve was leaking. Drainage of csf from the valve was inappropriate for the valve setting. (B)(6) 2019 - insertion of vp shunt. (B)(6) 2019 - revision of vp shunt with no change of valve. (B)(6) 2019 - revision of vp shunt with change of valve identical shunt type was inserted after this device removed. (B)(6) 2019 and patient status was then as expected for the treatment applied. Specialist felt the valve had perhaps never worked as it should have from time of insertion. Device has not been decontaminated since removal from the patient. The product has contacted with the patient. The reported event did not result in a procedure delay (as reported by a healthcare professional). The product was not damaged. The procedure was completed with backup product(s). No patient injury was reported. Additional information received reported that there were no environmental/external/patient factors that may have led or contributed to the issue. It was stated that an adjustment was done after the valve was implanted; however, the surgeon felt the valve was not working as desired.